Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the components of the device were separated. The reported condition was verified. The cause of the condition was not determined. No other test was performed due to the condition of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link standard bore catheter extension sets fell apart. It was noted after the tubing was flushed with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.